Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. Data was provided. Review of the data log confirmed the reported inaccuracy. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness and hypoglycemia. (B)(4).

Event description:
On (B)(6) 2017 the patient's mother stated that no audio alert for hypoglycemic event. Because of the inaccuracies, the patient was never alerted to the low and experienced a hypoglycemic event. The patient's mother stated that at 4 pm, the patient had passed out and the patient's mother gave him 25 grams of juice and honey. The patient's mother called 911. The patient had regain consciousness, vitals were checked and stabilized. The patient's mother drove the patient to a children's hospital. The patient's mother stated that the patient was released that evening after administered insulin. No other medications were prescribed. At time of contact the patient's condition was recovered. No additional event or patient information is available.